Event description:
Diagnosis or reason for use: coronary artery disease. Unstable angina. Is the product compounded? No. Is the product over-the-counter? No. An (B)(6) female with history of coronary artery disease developed unstable angina and required percutaneous transluminal coronary angioplasty with stent placement. While inserting the synergy monorail everolimus-eluting platinum chromium coronary stent system, the stent detached from the balloon/system while still in the 6f al 1 launcher guide. A second synergy monorail everolimus-eluting platinum chromium coronary stent system was utilized and inserted through the 6f al 1 launcher guide. The second stent was able to pass by the loose stent and advance to the lesion site. The second synergy stent system was then deployed successfully and removed from the pt without disturbing the loose stent. The 6f al 1 launcher guide was removed with the loose stent still located inside the launcher guide. Fluoroscopy verified there were no loose stent parts/pieces left in the pt. No harm occurred. Procedure successfully completed.